Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the c-ring was stuck inside the groove. A new implant was opened and used.